Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("adverse events nos") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (had a surgery in which her fallopian tubes and uterus were removed). Essure was withdrawn. At the time of the report, the adverse event had resolved with sequelae. The reporter considered adverse event to be related to essure. The reporter commented: case was retrieved from a "starting petition" web site. The reporter commented that essure was inserted to her mother on unspecified date. One year ago (exact date not provided), patient had a surgery in which her fallopian tubes and uterus were removed due to the "consequences" of essure, after which she is physically well but still has sequelae. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced adverse events nos. She had a surgery in which her fallopian tubes and uterus were removed. This unspecified event was regarded as anticipated in the reference safety information for essure. No information was provided on the exact nature was provided. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a surgical intervention was performed. A product technical analysis is being sought. As the reporter cannot be contacted, further information cannot be obtained.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("adverse events nos") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had a surgery in which her fallopian tubes and uterus were removed). Essure was removed in 2016. At the time of the report, the adverse event had resolved with sequelae. The reporter considered adverse event to be related to essure. The reporter commented: case was retrieved from a "starting petition" web site. The reporter commented that essure was inserted to her mother on unspecified date. One year ago (exact date not provided), patient had a surgery in which her fallopian tubes and uterus were removed due to the "consequences" of essure, after which she is physically well but still has sequelae. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced adverse events nos. She had a surgery in which her fallopian tubes and uterus were removed. This unspecified event was regarded as anticipated in the reference safety information for essure. No information was provided on the exact nature was provided. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a surgical intervention was performed. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible. As the reporter cannot be contacted, further information cannot be obtained.